Event description:
After treatment in the glabella with juvederm ultra, the patient presented with erythema and hematoma at the injection site. The physician prescribed keflex and the symptoms are resolving. The physician also noted that the patient has had previous surgery to the glabella to remove deep folds.